Event description:
Braun 4723 electric toothbrush/waterjet oral hygiene system. Several fine fibers clogged exit valve on waterjet. The fibers appear to be corroded copper wire, which may have come from the wires that connect the switch on the waterjet handle to the pump housing, and which run through the connecting hose. Smaller pieces of this wire may not be trapped in the exit valve, and would be forced against/into the gums by the velocity of the waterjet. Sharp metallic fibers coated with cooper corrosion may be dangerous. This problem was identified in 2008, but has been chronic. Dates of use: several yrs. Diagnosis or reason for use: clean teeth.